Event description:
During a thoracotomy procedure, surgical vascular stapler failed. Surgeon had to close area that had been stapled with sutures. Lost approximately 800cc blood. The stapler fired proximally and distally but did not apply staplers in the middle, resulting the blood loss.